Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid optical laparoscope had internal components that became detached. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h6, h11. Corrected fields: e3. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the product was not returned a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.